Manufacturer narrative:
Investigation performed. Sections h6 (type of investigation, investigation findings) and h11 were updated. Internal complaint reference: (B)(4). H11: results of investigation. The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. An image was provided. The reported problem was confirmed with a visual inspection. The screen is black with only collection points visible; no acetabulum was shown. Also, it is confirmed that only a partial acetabulum is shown in the cup axis screen. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a visual inspection, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to issues with modelling/visualization or problem with camera detection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted thr surgery, when surgeon goes to collect cup axis in the cup and leg workflow, the screen is black with just the collection points visible. There was no acetabulum picture. In the 2nd photo only a partial acetabulum is shown in the cup axis screen. This leads to surgeon unable to execute the pre-op plan he has templated for. It was believed that there is a technical glitch with the brainlab camera (18117). Surgeon does not believe arrays/trackers have moved or pins in pelvis have moved either. This incident could lead to harm, especially in procedures requiring precise implant placement if the surgeon watched the screen for positioning of the implant. It¿s a verification tool as part of the navigation. The surgery was completed, without any delay, changing the surgical technique. No injuries for this patient were reported.

Manufacturer narrative:
H2: additional information ¿d4: serial number¿.